Event description:
It was reported that a patient that was part of a post-market clinical study, "underwent a c5-6 and c6-7 anterior cervical discectomy with disc implantation. Post-op, the patient had progressive paresthesia and underwent a removal and a supplemental fixation at c5-c6 and c6-c7. Six days later, the patient underwent a second reoperation. It was noted the patient had a deep infection and an esophageal tear during the prosthesis implantation which required a reoperation due to an epidural abscess. The procedures ¿corpectomy and a graft¿ were noted, but no other specifics regarding these procedures were available".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This event is part of a clinical post market study and information contained here was not reported with the original data.